Manufacturer narrative:
(B)(4).   Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail, faded serial number label, missing display window cover, cracked middle (enter) keypad button, keypad overlay texture damage. After battery installation, the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement test due to the display anomaly. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. After removing the protective layer that covers the lcd circuitry, it was found that the lcd controller has a vertical crack in it. In summary, the customer¿s report of a crack on the back of the battery compartment was confirmed during visual inspection. The unexpected flashing white / blank display is due to a vertically cracked lcd controller. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had crack on the back. No harm requiring medical intervention was reported. The device was returned for analysis.